Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, very short noise oversensing was observed on this right ventricular (rv) lead. Pacing inhibition less than 2 seconds was also observed. The patient is pacemaker dependent and was frequently getting dizzy. This lead was removed and replaced, and the patient received intravenous antibiotics, as a result. The lead was not tested for electrical continuity and the cause for the issue remains unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Cuts were noted in the insulation and suture sleeve. Additionally, there was a slight separation noted between the distal anode electrode ring and the neck insulation. These observations were likely induced during pulling at explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.